Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 46 mg/dl and current blood glucose was 224 mg/dl. Customer stated that, his old pump had a higher basal rate at night and he is noticing low blood glucose. The customer treated low blood glucose with glucose tablets. Based on customer report customer does not allege pump was over delivering. Customer reported that, auto mode was not automatically delivering insulin at the time of event. The device will not be returned for analysis.